Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed a leak at the bypass valve membrane and electromagnetic valve. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the aged bypass valve, which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a hemodialysis therapy using ak 96 machine the bypass dripped. The point of leak is at the membrane at the valved, and electromagnetic valve. Upon replacing the component, machine worked normally. There was patient involvement but no patient injury and no medical intervention associated with this event. No more information was provided.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine, described as "the bypass dripped". There was no report of patient injury or medical intervention associated with this event. No additional information is available.